Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatches: 1221934-2017-10234, 1221934-2017-10235, 1221934-2017-10236, 1221934-2017-10247, 1221934-2017-10248.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). No lot information is available at this moment.

Event description:
The affiliate reported via email the event occurred during the use of rapidloc for meniscal suture. The surgeon knows our materials and uses them frequently. A pistol and 404 needles were unsuccessful during its use, rupturing the thread and loosening the implants. Additional information received via email from the affiliate on 5-5-17. There were lesions in internal tissues, in face of attempts with rapid loc. The surgeon used alternative techniques with other materials; there was a 30 minute delay. Also, the sales rep. Informed that there was no serious damage to the patient.